Manufacturer narrative:
Csz received a complaint stating the device had no water flow. The device was switched out and the procedure completed successfully. No patient harm or injury occurred. The user facility inspected the power supply board and found a fuse blown. The facility replaced the power supply board and the device functions as designed. The defective power supply board will be shipped back to csz for further investigation.

Event description:
Csz received a complaint stating the device had no water flow. The device was switched out and the procedure completed successfully. No patient harm or injury occurred. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Service evaluation confirmed the f6 & f7 fuses were missing from the power board. After installing f6 & f7 fuses, device had no functions. Root cause is unknown.